Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of peritonitis and peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set. However, there is no documentation in the complaint to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Based on available information a cause of the peritonitis cannot be concluded. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Follow up information received for a separate event stated the patient had a recent history of peritonitis. Upon follow-up, the patient¿s peritoneal dialysis nurse confirmed the patient was cultured on (B)(6) 2018, the results were positive (unknown organism) and was subsequently hospitalized from (B)(6) 2018 to (B)(6) 2018. The cause of the peritonitis is unknown. Additional information was unavailable.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.